Event description:
Patient with liver isolated colorectal liver metastases and underwent uneventful placement of intera 3000 hepatic artery infusion pump on (B)(6) 2024. Post op perfusion scan confirmed catheter placed properly and was patent. On (B)(6) 2024 office visit for pump refill, it was found that the pump reservoir was completely filled and likely not flowing. Pump refilled. Again, repeat perfusion scan demonstrated patent catheter. On subsequent interrogation on (B)(6) 2024, the pump was interrogated and found that the reservoir was not emptying (again, 30ml retrieved). She underwent surgery for pump explant and exchange on (B)(6). Pump was released to manufacturer - intera.